Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6) 2017, during a left colon laparoscopic procedure, while the device was creating a trans-analy anastomosis, the surgeon fired the device and after firing, the surgeon had great difficulty removing it and needed to try 4 times. The 4th time it got removed, after a great deal of effort. He said he had to pull so hard to remove the device from the cavity that he was afraid he would rip the anastomosis. Leak tests showed the patient's anastomosis had no leak. The device seems to have functioned properly, however the surgeon was concerned about the force required to remove device from cavity. The case was completed. The patient was alive with no injury.